Event description:
The user facility reports the bolt cracked when being removed from the patient's head. When the plastic wing nut breaks, the metal part of the bolt remains in the patient's head. The metal part is then removed with a wrench. There was no patient injury reported, but intervention was required to remove the metal from the patient's skull.